Event description:
It was reported that the bd plastipak¿ 20 ml syringe experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: 20ml syringe plunger snapped during a lap chole and injection of omnipaque during a cholangiogram. Broken syringe removed from sterile field and replaced with new syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/2/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visual inspection, the plunger is observed to be broken in several pieces. As the lot involved in this incident is unknown, a device history review could not be performed. The areas where pieces move within manufacturing area are protected to avoid damage on the product. Based upon the quality teams visual inspection, the root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 20 ml syringe experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: 20 ml syringe plunger snapped during a lap chole and injection of omnipaque during a cholangiogram. Broken syringe removed from sterile field and replaced with new syringe.